Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the last basal delivery was on (B)(6) 2016. The last bolus delivery was a 15.65u bolus on (B)(6) 2016 at 16:40. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. No delivery interruptions or alarms occurred during the investigation. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose being higher than normal. The reporter stated that 911/emergency protocol was initiated. There was no further information provided. Animas customer technical support made several attempts to contact the reporter to obtain further information; however, the reporter did not respond. This complaint is being reported because the patient reportedly experienced a serious injury requiring intervention by medical personnel while on insulin pump therapy due to an undefined cause.